Manufacturer narrative:
Image review: photo 1; image shows the distal portion of a delivery system. The stent is not present on the delivery system. Photo 2; image shows a resolute integrity delivery system. The stent is not present on the delivery system. Deformation is evident to the catheter. Photo 3; images shows a dislodged stent within a graduated cylinder. Product analysis summary: the dislodged stent and delivery system returned for analysis. Delivery system returned with numerous kinks on the hypotube. Deformation was evident to the dislodged stent with struts raised and stretched. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Kinks were evident on the distal shaft 17.4cm and 18.6cm proximal to the distal tip. Stretching was evident to the distal shaft 25.5cm proximal to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. Additional information: the device did not pass through a previously deployed stent. The event did not lead to or extend patient hospitalisation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity drug-eluting stent to treat a lesion. There were no abnormalities reported in relation to patient's anatomy. There was no damage to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. Resistance was not encountered when advancing the device. No excessive force was used during delivery. It was reported that the stent could not pass through the target lesion and upon withdrawal of the stent, the stent dislodged from the balloon. The patient is alive with no injury.

Manufacturer narrative:
Correction to aware date/date MFR rec for previously submitted additional information. The correct aware date for report # 96121 64-2018-01547 is the (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No medical or surgical intervention was needed to prevent a permanent impairment of a function. If information is provided in the future, a supplemental report will be issued.